Event description:
The customer contacted baxter's service center regarding a assistance with an alarm; which occurred on the homechoice (hc) during use, during prime. The home patient (hp) stated they tried to clear the alarm and they changed the set out but the hc kept alarming. The technical service representative (tsr) asked the hp if they changed out the bags when they changed the set, the hp stated no. The tsr explained the bags have to be changed with the set. The tsr explained the bag should not be disconnected and reconnected. The hp was told to contact their rn. The tsr explained that hp would have to start over with new supplies. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding reported problem. The hp stated that they did start over with new supplies, and they were able to continue with therapy okay. The hp stated that everything has been resolved since then. The hp stated there were no problems with the supplies that could have caused the alarm in the first place; they believe it was their mistake. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for use error - failed to follow therapy steps during use. The patient reported to reusing the solution bags and just changing out the cassette for a new therapy. This problem is confirmed for use - error, however, the assignable cause is undetermined for this complaint since we are unaware why the patient decided to reuse the solution bags for therapy. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.